Event description:
It was reported that the patient presented to the clinic with low high-voltage impedance on the right ventricular lead at <10 ohms. Programming changes were made to address the lead. The patient¿s condition is stable. No further information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).